Manufacturer narrative:
This report has been submitted on august 30, 2021.

Event description:
Per the clinic, the patient developed an infection at the implant site. Additional information has been requested but has not been made available as of the date of this report.